Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported power up issue; power supply found out of electrical specification. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. No other anomalies found. (B)(4).

Event description:
It was reported that the programmer would not fully power up; it was noted that the programmer made a revving noise while attempting to power up. The programmer was returned for repair. There was no patient involvement.